Event description:
Journal article received: femoral neck fracture following intramedullary nailing with misplacement of an end cup: report of two cases; pawe grala, bartosz mankowski and grzegorz kierzynka; journal of orthopedic traumatology (2009) 10:35¿38; reported: two case studies with unusual complications, one of which involved a (B)(6) woman with a history of a recent fall which caused a fracture of the femoral shaft. The patient was implanted with synthes device, universal femoral nail. It was reported that the end cup was placed inside the femoral neck as seen on x-ray. Efforts to remove the end cup failed. Subsequently, the patient presented with symptoms, underwent reoperation with nail removal and bipolar hip arthroplasty. The authors attribute complications of this case to technical errors that occurred with the end cup placement at the end of the procedure. This report is for an unknown end cap. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown end cap, quantity 1. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.